Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the specificity performance is not negatively impacted. The overall performance of architect total hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Based on the investigation, it was determined that there is no deficiency with the architect total hcg reagent lot identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The account generated false positive architect total b-hcg results for one patient (sid 701012087246). The initial test result was 3,997.00miu/ml and the retest result was <1.2miu/ml. The female (B)(6)- year old patient reported abnormal uterine bleeding. No impact to patient management was reported.